Event description:
The physician was attempting to deploy a resolute integrity 4.00 x 22 mm rapid exchange drug eluting stent. It is reported that as the physician fed the stent onto the wire it got stuck halfway and would not advance any further. The physician then tried to pull the stent back off the wire but was unsuccessful as the wire and the stent delivery system would not come apart. He has reported that he didn¿t wipe the wire before feeding the stent onto the wire and this may have contributed to the product problem. Device evaluation: the stent was positioned on the distal shaft proximal to the balloon. Crimp impressions were visible along the balloon. The stent was pinched and partially flattened. A strut on the 11th proximal segment was raised. There were numerous kinks along the hypotube distal to the strain relief. The transition shaft was stretched immediately proximal to the guidewire entry port. The distal shaft was pinched and twisted. The inner shaft was bunched immediately proximal to the balloon bond. The proximal end of the guidewire was stuck in the distal shaft of the device. It was not possible to load a 0.015¿ patency mandrel through the inner lumen. The outer and inner shafts were cut away and a crystallized residue and congealed blood were present around the guidewire. The crystallized residue and blood were adhered to the wire.

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) - stent deformation; (related to operational context) - procedural related. Conclusions: (inherent risk of procedure) - stent deformation; (operational context contributed to event) - procedural related. (B)(4).